Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). The device was not returned to the manufacturer. Therefore it could not be analyzed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. Investigation is in progress. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that a hole was found in the sterile packaging and the power leaked. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). The 2 products analysis shows that on the two inner pouches, the right sealing is opened on 1/6 of the length. The reported event has been confirmed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. Seven complaints have been recorded on biomet bone cement r 40 -3, reference (B)(4) over the batch a848dh1404. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. A customer letter will be send regarding the reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that a hole was found in the sterile packaging and the power leaked. No adverse events have been reported as a result of the malfunction.